Manufacturer narrative:
Product analysis of the returned components identified a product malfunction unrelated to the reported events. The product record review indicated reported events do not represent an unanticipated event. Product analysis confirmed a pump functional failure. The pump failed the valve active and valve reactive test, which is an indication that fluid is flowing through the pump when it should not be. This identified functional failure is not related to the reported events of infection, which could not be confirmed through product analysis. Foreign material (fm) was identified during product analysis within one of the cylinders. Ftir analysis was performed on the fm, but results were inconclusive. Based on the inconclusive test results and the lack of any reported information indicating that the fm was involved or contributed to the event, the presence of the fm will not be considered a probable cause for this complaint. See record attachments for ftir analysis and fm images. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced infection with a previous inflatable penile prosthesis (ipp). The device was explanted and a spectra malleable penile prosthesis device was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Event description:
It was reported that the patient experienced infection with a previous inflatable penile prosthesis (ipp). The device was explanted and a spectra malleable penile prosthesis device was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.